Event description:
Patient diagnosed with bladder cancer was admitted for a ureteral stent placement. The blue coating came off the straight tip dual flex nitrol wire with hydrophilic tip and the wire unraveled. There was no harm to the patient. All of the product was removed from the patient intact.